Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads from the same lot as part of her scs sys. It was reported the pt experiences painful unintended abdominal stimulation. The sjm rep unsuccessfully reprogrammed the pt. X-rays revealed no movement from original implant positions. The sjm rep plans reprogramming as the next course of actions.